Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display and went turned off. Insert battery alarm was not displayed on the screen of insulin pump. The contact on battery cap were not damaged or missed. The battery compartment and spring was not corroded of damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.